Manufacturer narrative:
Additional information: g4, h6, evaluation summary h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the sleeve of the tip was disengaged. No single use loading unit (sulus) were received. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed disengaged tip sleeve condition was determined to be a result of a manufacturing activity. Pressure applied to the distal sleeve after the welding process can deform the lances and cause the sleeve to dislodge. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair procedure, the device would not fire and broken. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the sleeve of the tip was disengaged. No single use loading unit(sulus) were received. The articulation knob functioned properly. The handle of the instrument could be actuated and cycled properly with no sulu attached. A test sulu could not be loaded onto the instrument due to the sleeve disengagement. The unit was disassembled and damage was noted to the spur gear. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by damage to the spur gear. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of distal sleeve disengagement that has no relationship to the reported condition. The root cause of the sleeve disengagement couldn't be determined. There was concern of sleeve disengagement due to the lock balls or the distal sleeve itself and improvements were made in order to mitigate this concern. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.